Manufacturer narrative:
Corrected information h6: medical device problem code corrected to a070908 based on customer reported symptom. Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'failed upstream occl' was not reproduced. A review of the history log revealed multiple occurrences of an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No component could be determined for causality .should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.